Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. (B)(4).

Event description:
Reporter stated that patient received the following results, with two different meters within 10 minutes: 3.8 mmol/l (compact plus system) and 11.5 mmol/l (mobile system). Customer was having hypoglycemic symptoms of feeling "unwell" at the time of the results. The customer ate lunch and tested at an unspecified time on an unspecified system and received a result of 8.0 mmol/l or 9.0 mmol/l. No adverse event reported. The manufacturer requested return of suspect product for evaluation.